Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic, non-pacemaker dependent patient presented in clinic after receiving an alert for low, out of range high voltage lead impedance. In clinic testing was normal and no other lead related anomalies were detected. Further testing was recommended. Patient will be monitored. No further information is available.